Manufacturer narrative:
Findings: unit received with minor scratched lcd window, case and keypad overlay. Unit received with missing retainer ring and reservoir tube o-ring. Unit received with cracked keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 6.4mmol/l. The customer stated that the top of the plastic is missing from the reservoir compartment. The customer agreed to same day swap.